Event description:
New information received: patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, for a device check, increased, low voltage, inadequate capture threshold issue was observed. Programming changes were made. No further information available.